Event description:
It was reported that five days post implant, an atrial lead dislodgement was observed. A lead repositioning was planned; however, in the operating room prior to the revision, good threshold and p wave measurements were observed. The revision was not performed and the atrial lead remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies. V